Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user is testing with expired test strips(7/16/2016).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 70, 148 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 111 - 132 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/16/2016 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (date has not set): (B)(6). While obtaining information,customer was alerted of the fact that customer is using expired test strips.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter; customer returned expired test strips; unable to evaluate test strips. Most likely underlying root cause of malfunction: user is testing with expired test strips(7/16/2016).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 70, 148 and 78 mg/dl. The customer's expected fasting blood glucose test result range is 111 - 132 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/16/2016 and open vial date was undisclosed. The meter memory was reviewed for previous test result history (date has not set): (B)(4). While obtaining information,customer was alerted of the fact that customer is using expired test strips.